Event description:
It was reported that the patient felt poorly, had chest pain, and felt nerve and pocket stimulation. The right ventricular (rv) lead exhibited high thresholds, loss of capture, and diminished r waves. The physician originally planned to re-position the lead but upon viewing under fluoroscopy, the lead appeared stretched. The physician could not retract the lead helix easily. The physician decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The distal conductor of the lead was extrinsically over-rotated. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted a cut in outer insulation at 17 cm appears to have happened at implant as there was blood ingression throughout the lead. The helix did not retract due to distal conductor distortion in connector due to over-rotation (spin). The lead measured 52 cm.